Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports a neonate patient tested 46 mg/dl and 99 mg/dl on the inform ii system within 10 minutes of each other. The result of 46 mg/dl was obtained via capillary sample. The result of 99 mg/dl was obtained from the umbilical catheter and it is stated it was an arterial sample. No actions taken based on the second device result of 99 which the staff felt was the accurate sample. No adverse event reported. Requested return of suspect device; replacement was sent.